Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty operating the pump and experienced an elevated blood glucose level (value not provided). Tandem technical support made multiple follow up attempts with the customer, however no response received.